Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon was advanced for post dilation. However, on the third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. No balloon pieces left in the patient and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was stable.